Event description:
Customer reported: when the nurse had tested the tube's cuff, she found that tube cuff wasn't deflating well. Covidien is attempting to gather further details surrounding the circumstances of this report.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.